Event description:
It was reported that the system with this pacemaker and right ventricular (rv) lead displayed red call doctor (rcd) icon due to out-of-range pacing impedance. Additionally, this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. It was later determined that the communicator was unplugged. This system remains in service and no adverse patient effects were reported.